Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device cannot power on issue was identified as an f-94 (configuration option settings checksum is not 0) alarm during functional testing. The cause of the condition was determined to be depleted main battery and blown fuse. To correct the condition, the main battery and fuse were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not power on. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.